Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was not in the correct position, calibration is out at the 0 reading, swivel is missing a pin resulting in an air leak, and hose is bent so it doesn't fit the air tank so the swivel, control bar, hose, and bearings were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It has been reported that upon inspection, this unit was found in need of repair. Investigation showed that a pin was missing resulting in an air leak. There was no adverse event reported as a result of this malfunction.